Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep reseated circuit boards in the generator as a precautionary measure. System operates as intended.

Event description:
The customer reported the system kept beeping after the x-ray switch was released, but other x-ray indicators were not active. The system was not releasing x-rays. No pt injury was reported.